Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of an ICU patient, the pressure monitoring set was found to be leaking blood from the connection just above the planecta. The pm set was exchanged for a new set with no additional consequences to the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually, and functional testing was performed. The complaint could not be confirmed. The root cause is attributed to the manufacturing process. A review of the device history record was performed, and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.